Event description:
It was reported that the external pulse generator was displaying the self-test failure error message. The generator was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Device passed all functional tests. Battery contacts are compressed.